Manufacturer narrative:
Calibration and qc were acceptable. There is no indication of a general reagent issue. No relevant alarms were observed on the alarm trace data. The customer used a centrifugation time of 8 minutes at 3004 g. Based on the type of sample tubes the customer uses, this centrifugation time is too short and fast. The sample was not available for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned low results not corresponding to the clinical picture for 1 patient sample tested for elecsys folate iii (folate iii) on a cobas e 801 analytical unit. The initial result was <0.6 ug/l. The repeat result was <0.6 ug/l. On (B)(6) 2024 the sample was repeated with a result of 1.14 ug/l. Reportedly, none of the results corresponded to the patient's clinical picture.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The sample was requested for investigation.